Event description:
Caller reported false positive troponin I (tni) results on triage cardiac panel test vs. Results on access. Pt is a female pt; chief complaint cp (chest pain) was seen and work up performed in ed by resident md. Pt treatment and other diagnosis not provided. Caller reports that upon getting a negative result on access another test was performed on initial sample using another meter yielding a negative result. A second sample was then collected and run. Caller did not provide the results but states that all of the results were then negative on the triage with tni at <0.05 ng/ml and access at 0.00ng/ml.

Manufacturer narrative:
Investigation: rga pt samples, plasma. Qc retained cardiac, exp 12/23/09. Qc retained cm cal z, exp 01/12/12. Qc retained cm cal h, exp 07/19/10. Mas controls for access ii exp 09/30/11. Tmas, gsp, and triage meters. Product support tested returned pt samples and internal calibrators. Pt sample results were verified on access ii. No error codes or standard outliers were observed. Product support observed both pt samples results were below the package insert range of <0.05ng/ml. This recovery was verified on access ii with both samples recovering at 0.01ng/ml. Product support observed all data points for calibrators acceptable. Customer complaint was not confirmed, product support did not observe any elevated values or high recovery with the returned pt samples. No corrective action required at this time as no product deficiency was established.